Event description:
Advanced bionics was made aware that the patient experienced raw, open-skinned sores behind his ear and the surrounding area. Advanced bionics was also made aware that the patient has allergies to painted external equipment. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.